Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a catheter break, somewhere between the abdominal pocket and the spinal incision. A flipped pump was confirmed. It was reported that the catheter was replaced on (B)(6) 2015. The manufacture representative was present for the case because of "possible pump flipping because of difficulty filling the pump." The pump could not be accessed at refill due to flipped pump. The physician explored the pocket and the pump was filled and the catheter was coiled and fractured. The entire catheter was replaced and the pump was placed in a pouch and anchored through the suture loops. The patient was receiving effective therapy post procedure. The patient's status at the time of report was "alive- no injury." There were no patient symptoms related to the event. The cause of the event was unknown.